Event description:
Patient reported piston rod would not retract completely and the infusion device did not display an e6 (mechanical error) alarm. While priming, he attempted to move the piston rod forward and it extended farther than was intended. Patient attempted to retract the piston rod, but it would not fully retract. He did not report any physiological effects associated with this issue. No medical assistance was required. Product was requested to be returned for evaluation.